Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed battery out limit and low battery. Customer went to fill it and then battery is acting up and could not rewind it or connect to anything. Customer's blood glucose was unknown. The insulin pump alarmed after battery change. Customer declined to trouble for failed battery test alarm.